Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade was broken in the case. Was broken off by the rep upon inspection of the device. There were no patient consequences. Device will be returned.